Event description:
It was reported that allegedly a stent graft would only deploy half way. The access site was in the arm and the procedure included treatment of a lesion in the pt's arm. The tracking path was short. The type of lesion or the vessel characteristics were unk. Reportedly, the physician encountered resistance before deploying and required some force to start deployment of the stent graft; however, only a portion of the stent graft could be deployed. The physician removed the device without any issue. Another device was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been delivered to the mfg site and the investigation is currently underway. The application represents off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.